Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stripped set screw was observed during device change-out due to normal eri. Physician had difficulty loosening the set screw with the wrench. An attempt to loosen the screw was made after removing septum fragments but was unsuccessful. It was noted that the physician ended up destructively accessing the lead, and the header was largely destroyed during this process. No anomalies were noted with the new device via pacing system analyzer. The patient was stable following the procedure and will be followed normally.